Event description:
It was reported by the patient¿s representative that the patient expired on (B)(6) 2023. Pt rep claims vascular failure. Pt rep stated "I think that patient died because of the valve product". No further information was provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).